Manufacturer narrative:
Investigation summary bd has been provided with photos for catalog 301948 lot 1901118 to investigate for this record. Visual examination of the photos showed damaged product which seems to have been opened before arrival to the customer. As a result, bd was able to verify the reported issue. Bd has determined that no re-work was done which product of this batch. Bd has not been able to establish the specific root cause thereby incur the reported issue. The most probable root cause could be related to the storage or transport of the product after production. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection, no corrective actions are required at this time.

Event description:
It was reported that 160 syringe s2 20ml 18ga 1-1/2in bd experienced a damaged or open unit package/seal where sterility was compromised which was noted prior to use. The following information was provided by the initial reporter: a complaint was received from a head nurse which stated that the shelf packaging of the material no.301948 syringe was damaged when the shelf packaging was opened, and the lid was damaged. The information of about 160 disposable sterile syringes involved in the complaint was material no. 301948 batch no. 1903216.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 160 syringe s2 20ml 18ga 1-1/2in bd experienced a damaged or open unit package/seal where sterility was compromised which was noted prior to use. The following information was provided by the initial reporter: a complaint was received from a head nurse which stated that the shelf packaging of the material no.301948 syringe was damaged when the shelf packaging was opened, and the lid was damaged. The information of about 160 disposable sterile syringes involved in the complaint was material no. 301948, batch no. 1903216.